Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7070610. Product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 7070126. Product family: scs-adapters, upn: (B)(4), model: sc-9218-15, serial: (B)(4), batch: 7007666.

Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted.